Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
The patient allegedly reported that they experienced a burning and shocking sensation after a drug change. The pump was subsequently explanted. The physician stated that there is no allegation of a pump malfunction and the pump was disposed at the facility.